Manufacturer narrative:
(B)(4). This customer reported a failure to discharge during a pt event. They initially reported as a serious injury, but subsequent info determined that there was no negative pt impact. The users switched to a different defibrillator to deliver therapy. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported a failure to discharge during a pt event. They initially reported as a serious injury, but subsequent info determined that there was no negative pt impact. The users switched to a different defibrillator to deliver therapy.